Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No unexpected rf pic failed self test alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent esc button, up/down arrow button response due to flattened up/down arrow and esc button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for rf pic failed selftest. Customer's blood glucose was unknown. Customer reported blood glucose is normal, didn¿t require medical treatment.